Event description:
The customer reported a vent inop condition; air valve liftoff failure. No patient involvement reported.

Manufacturer narrative:
Root cause: the customer returned bmc was tested and no errors were identified.